Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the footswitch presented with a problem. The engineer tried to clean the footswitch, but that did not resolve the issue. The footswitch was replaced. Surgery was completed with no harm to the pt.